Event description:
It was reported that the patient recently concluded 25 radiation therapy treatments and presented with an electrical reset message and vvi-65 pacing. The reset was cleared and the device was reprogrammed to the pre-reset settings. Diagnostics was also cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).